Event description:
A customer in (B)(6) reported via their distributor that one of the elbow tabs had broken off an hc407 nasal mask during the night. The tab went into the pt's nose and then he coughed it out. We have been in direct contact with the pt, and have been assured that he suffered no ill effects from this incident. We were able to furnish him with a free replacement mask, which is one of our newer models and has no tabs.

Manufacturer narrative:
(B)(4). The device is not available for examination, however, we are aware of this situation from previous complaints and this is the basis for the remainder of the info provided. Plastic locking tabs incorporated into the elbow connector of these CPAP masks may break off if they are not cleaned in accordance with our instructions for use. Fisher & paykel healthcare is currently conducting a retail level recall on all tab designed connector for CPAP masks. The us recall was initiated on 29 nov 2006, under recall number z-0969-74-2007. All product manufactured since apr 2006 features a redesigned connector that removes the locking tabs and is not subject to this recall.